Event description:
Pt unable to deflate left penile prosthesis. Right penile prosthesis works intermittently. Left implant removed with its full expansion. Right implant removed in a soft state and appeared to have a 'very, very small leak'.